Manufacturer narrative:
The reported complaint was confirmed. During lab analysis, the complaint effects were not able to be duplicated. The occluder operated as intended. Inside the head¿s enclosure, a loose nut and washer from transistor q5 were noted to be completely unfastened, and able to move freely within the enclosure. Conductive material moving around within an electrical assembly can cause shorts between sub circuits, and could cause the occluder head to malfunction. During uninstallation, shipping, receiving, and lab analysis, these parts could reasonably have shifted, causing different effects than those which the customer experienced. While the exact complaint effects were unable to be duplicated, loose conductor within the enclosure could cause the issued noted by the customer. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the reported issue and the occluder module was flashing yellow. The fsr downloaded the data logs and returned them to the manufacturer for further evaluation. The fsr installed a loaner occluder head and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "service occluder module" error with the occluder head of the perfusion system. As a result, an alternate perfusion system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.